Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment.

Event description:
It was reported to boston scientific corporation that autocap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure for the stone removal on (B)(6) 2025. During the procedure, the cap appeared damaged, and the sponge dislodged. Due to the addition of materials, the cap could not be replaced. The procedure was completed with the same device. There were no patient complications reported as a result after this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment. Block h11: an autocap device was received for analysis. A visual inspection revealed no damage to the autocap housing. However, the sponge insert was noted to be protruding from the biopsy seal, and a cut was observed near the top cap insert. The insert was discolored, which is a sign of usage. No other damages were identified. The autocap was able to attach to and detach from the scope port without any issues. The reported complaint was confirmed. During product analysis, the failure observed is consistent with heavy usage as it is likely that damage to the cap in the form of a cut occurred when accessories were being fed down the cap allowing for the sponge to be displaced. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure. A labeling review was performed, and the instructions for use (IFU) confirmed that the reported event is addressed through existing warnings and guidance. The IFU advises proper alignment of the device with the scope inlet and slow, straight insertion to prevent friction-related damage. It also recommends applying a water-soluble lubricant if resistance is encountered and instructs users not to use damaged devices, but to return them immediately to boston scientific.

Event description:
It was reported to boston scientific corporation that autocap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure for the stone removal on (B)(6) 2025. During the procedure, the cap appeared damaged, and the sponge dislodged. Due to the addition of materials, the cap could not be replaced. The procedure was completed with the same device. There were no patient complications reported as a result after this event.